Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patients ipg was non-functional and would not turn on. The ipg was replaced and the patient was doing well postoperatively. The explanted ipg was not returned to bsn.